Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the video displayed on the workstation was bad and all scrambled. This rendered the system unusable. There is no report of injury or death associated with this event.